Manufacturer narrative:
The customer contacted the siemens customer care center (ccc), and reported that discordant, falsely elevated carbon dioxide (co2) results were obtained on the dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) has reviewed the information provided and the instrument data. Hsc's review of instrument data found discrepant results consistent with instrument related issues. A siemens customer service engineer (cse) was dispatched to the customer site and determined that the cuvette wash probe leak detect service method (cwleak) failed. The cse tightened the probe connectors and performed maintenance on the cuvette washing system, which resulted in the cwleak test passing. A definitive cause could not be determined. System verification indicates acceptable performance after a siemens service visit to the customer. No other issues have been reported by the customer since the service visit. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on two patient samples on the dimension vista 1500 system s/n (B)(4). The discordant results were not reported to the physician(s). The sample from the first patient was reprocessed on the same instrument, and lower results were obtained and reported. The sample from a second patient was reprocessed on an alternate dimension vista instrument s/n (B)(4), and the original dimension vista s/n (B)(4); lower results were obtained and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated carbon dioxide (co2) results.